Event description:
It was reported that on (B)(6) 2026, the spring wire guide (swg) was observed to be kinked prior to use on a patient; therefore, the device was not used. There was no patient involvement, and no adverse patient impact or injury was associated with this event.

Manufacturer narrative:
Qn# (B)(4).